Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The 90% stenosed, 14-16mm x 4.0-4.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was observed that the tip of the stent struts were lifted . The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a stent damage occurred. The 90% stenosed, 14-16mm x 4.0-4.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was observed that the tip of the stent struts were lifted . The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus premier ous mr 16 x 4.00mm stent delivery system was returned for analysis. The manifold was not returned with the device, so the exact device can not be confirmed. A break was noted between the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break immediately proximal to the proximal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No issues were identified during the product analysis.